Manufacturer narrative:
The reported failure of ventilator inoperative error code is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging that a ventilator inoperative alarm occurred on a trilogy evo, japan ventilator. A nurse visited the patient's home and powered on the device to perform an operational check, at which time the "ventilator inoperative" alarm occurred. The device was not in patient use at the time of the event, as the patient uses the ventilator during nighttime only. No patient harm or injury was reported. The device was returned to the manufacturer for evaluation. The reported issue was confirmed, and an evt_mach_flow_drift_high ventilator inoperative error was duplicated, indicating that the flow sensor fluctuation exceeded the allowable specification. Restoration work was performed, which resolved the reported issue. As a preventive measure to reduce the likelihood of recurrence, the flow sensor was replaced. The device subsequently underwent final functional testing, battery check, valve check, run-in testing, and cleaning, and all testing confirmed the device operated properly. The software was also upgraded to version 1.06.10.00.